Manufacturer narrative:
The customer was requested to return the original pump for evaluation on 25 jan 2024, after which, a refund can be granted. Currently it cannot be concluded that the pump caused or contributed to the customers mastitis. The product has not been received back for further investigation at this point and therefore the cause of mastitis can not be concluded.

Event description:
Customer reported on (B)(6) 2024 from us that the elvie pump has caused her mastitis and she has been prescribed antibiotics. She had to visit her ob-gyn to help with the mastitis.